Event description:
It was reported that during an unknown procedure, the tip of the trocar was damaged. The doctor commented there was an unexpected noise when a harmonic was pulled out from the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b11lt device was received with the tip of the sleeve melted; the obturator was not returned. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. It is possible that the noise heard during the procedure was caused when the trocar had contact with the energized device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was tip of trocar cannula (sleeve) damaged? Yes. When you report that the tip of the trocar was damaged while in use, did tip of the trocar break off ? Yes. If not, did any other component of trocar break off? Na. Did tip of the trocar fall into patient? No. If tip of trocar broke off, was part retrieved? Na. Is broken part of trocar being returned with rest of device for analysis? No information.